Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6.

Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod for longer than 48 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. In addition, the patient reports the pod was leaking during wear. The patient reports after administering (B)(4) units of manual insulin their blood glucose level did not go under 260 mg/dl.